Manufacturer narrative:
The poly liner and femoral head were returned for review. The outer sphere of the head was in good condition. Dimensional measurements of the device conform to print specifications, where measured. Image provided of the stem confirmed taper corrosion. Device history records for the lot code associated with the head were reviewed. No deviations or anomalies were noted in the manufacturing process. The part and lot code associated with the stem was not provided. The stem was not returned for further evaluation as this remains implanted. The reported device is used for treatment. Scanning electron microscopy images confirmed the presence of dark debris on the femoral head taper. Energy-dispersive spectroscopy elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, nitrogen, oxygen, silicon, phosphorous, chromium, cobalt and molybdenum. This has been a common element breakdown of the black debris found in hip femoral corrosion events. The head and stem are a compatible combination; however it could not be verified if the shell is compatible as part-lot information of the shell are unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00630505032, trilogy longevity crosslinked poly liner, lot #unk manufactured by zimmer inc. (B)(4); catalog #unk, unknown stem, lot #unk- remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to high cobalt levels and an adverse tissue reaction. During surgery, minimal corrosion was noted on the trunnion of the stem.